Event description:
It was reported to philips that the system did not boot up successfully; it got stuck at 00:00. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system is stuck at 00:00 after rebooting the system. Review of the system log file showed that the grabber cards are not initializing as a result the system would not start normally, stuck at 0:00 on the screen and would not come up fully. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The philips engineer replaced the flexvision pc, hard drive and reloaded the software. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.